Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any defects¿ or malfunctions.¿ these words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use. (B)(4).

Event description:
It was reported that the patient had recently underwent a battery replacement and was then admitted into the hospital due to a suspected infection at the generator site. The site was swollen and red since. The surgeon decided to remove the generator and treat the infection with cefazolin 600mg IV. It was also reported that the patient like to pick or scratch at the surgical site. Device history record was reviewed for the suspect generator. The device was confirmed to be sterilized prior to distribution, and no unresolved nonconformances were found prior to distribution.